Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 403 mg/dl and at the time of incident the blood glucose was 319 mg/dl. The customer was treated with manual shots and bolus from insulin pump for the high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their health care professional regarding the high blood glucose. Based on customer¿s report customer did not allege pump was under delivering. Customer was using the auto mode. Troubleshooting were completed for the high blood glucose. The device will be returned for analysis.